Manufacturer narrative:
Patient information and device serial number were requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had hemolysis with a significant increase in lactate dehydrogenase (ldh). Log file review captured stable power and flow values. A replace controller message was also noted on (B)(6) 2022 due to an lcd fault event, which self-corrected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas) could not be conclusively established. A review of the submitted log file found that the pump maintained a stable speed above the low speed limit without issue. Power and estimated flow appeared stable. A yellow wrench advisory alarm was captured on (B)(6) 2022; refer to the controller investigation regarding this finding. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient or pump identification was not provided and was unable to be determined through the evaluation. No product was received for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists hemolysis as an adverse event that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.